Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
This device does not meet siemens specifications as it was refurbished by a third party.

Manufacturer narrative:
(B)(4). The device referenced in this report was returned to siemens for evaluation. During visual investigation, the tip of the lens was observed to be opened and cracked. The reported missing piece is confirmed as there was a piece of the tip that is missing. Further investigation showed the guide tube material surface is glossy and the articulation sleeve material appeared to be different from the c-flex material. These two findings are indicative of the probe being repaired by a third party. Siemens believes that the damage may have occurred during repair. It is recommended that customers not attempt repair of siemens transducers. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Event description:
Additional information was received and it was reported that after the transesophageal echocardiography (tee) probe was pulled out of the patient, the sonographer noticed that the probe had a lot more blood on it than usual. When the sonographer went to clean it in the biohazard room, she noticed a piece of the probe tip was broken off. The sonographer began looking for the piece in the procedure room and everywhere the probe had been, but it was not found. It is believed that the probe piece may have broken off inside the patient. The patient had already been discharged when the phenomenon was noted. It is unknown whether the user facility informed the patient regarding a possible foreign body left in the anatomy. There has been no patient injury reported. No additional information was provided.

Manufacturer narrative:
(B)(4). After further review of this complaint record, additional information was identified which required a supplemental report. The product instructions for use state: "for greatest patient and operator safety, cover a transducer with a transducer sheath. Siemens recommends that you use market-cleared transducer sheaths specifically designed for tee applications. Follow the instructions provided by the manufacturer of the transducer sheath." (B)(4): the transducer tip material is pliable, not stiff plastic, which has passed biocompatibility testing. A piece ingested by the patient would most likely pass through the gi tract without incident. Reference complaint # (B)(4).